Event description:
It has been reported to philips that system would not boot up. There was no harm reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Upon troubleshooting, fse updated the epx database to turn on auto transfer and select correct auto transfer destination. Fse restored ghost image to host pc and rebuilt image store. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.